Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 8p10-32, that has a similar product distributed in the us, list number 8p10-21/-31.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory and provided the following data: on (B)(6) 2026, sample ID (B)(6), initial hbsag result was 1946.63 (reactive) and repeat result was 2084.92 (reactive) the sample was tested with alinity I hbsag qualitative ii confirmatory, which generated a confirmed positive result (aghbsq2 c2 is 2206.60 s/co (reactive); neutralization % = 100%) on (B)(6) 2026, sample ID (B)(6), hbsag result was 0.40 s/co (non-reactive) additional laboratory data provided: on (B)(6) 2026, anti-hbs was <2 iu/l (negative) on (B)(6) 2026, anti-hbs was <2 iu/l (negative) patient information: 43-year-old female there was no reported impact to patient management.